Event description:
Same as MFR #6000093-2005-00939. It was reported that 3 days after a coronary drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. The pt presented to the cath lab. The lesion being treated was in the proximal circumflex (cx). The physician successfully deployed a taxus express2 8.8% 2.75 x 8 mm drug eluting stent followed by another taxus express2 8.8 2.75 x 16 mm drug eluting stent. It is noted the second taxus stent was placed inside of the first taxus stent leaving the proximal end sticking in the ostium. Three days after the implantation the pt was re-admitted to the hosp with chest pains. The pt had a catheterization and was determined to have a thrombosis in the taxus stent. The physician attempted to cross the thrombosis with a bmw guidewire, however, was unsuccessful. The physician then elected to treat the thrombosis medically. Pt was discharged five days later. No further pt injuries or complications were reported. Pt status is reported as "satisfactory/good.